Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges mother of customer wanted to take a lancet drum out of the box and pricked her finger with a single lancet which was outside the drum; had to go to the hospital and make a blood test and will get results in 6 months, and has to get injections every month now. Type of injections was not provided. The box is empty; no product will be returned.